Event description:
Same case as 2134265-2012-00491. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter became stuck to a guide wire. The lesion was located in a severely tortuous left femoral artery. A coyote 2.0mm x 6.0mm x 150cm balloon catheter was inflated three times. Initial inflation was at 3 atms for 90 seconds, second inflation was at 3 atms for 90 seconds and the third inflation was at 3 atms for 109 seconds. During removal the balloon became stuck to a .014" journey guide wire. The balloon detached from the catheter and was stuck to the guide wire. Both the balloon catheter and guide wire were removed from the patient. The procedure was complete with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device,if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).